Manufacturer narrative:
The insulin pump was received with operating currents within specs and passed self test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. Power loss, low battery and replace battery now alarms confirmed in the long trace history file due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6/pcba 1, pump was monitored and functioned properly. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer received a low battery alert prior to the replace battery now alarm. Insulin pump will be returned for analysis.